Manufacturer narrative:
The subject device was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the emergency lamp. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the emergency lamp. However the exact cause of the failure of the emergency lamp could not be conclusively determined. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the emergency lamp indicator on the front panel of the subject device blinked all time but the examination lamp still lit up. The field service engineer of (B)(4) checked the subject device on-site and found that the emergency lamp did not light up. There was no report of patient injury associated with this event.